Event description:
Employee reported patient's pump was not refilled because the pump medication hadn't been ordered. It was refilled with saline instead. A couple weeks later the pump was filled with morphine. The pt was later diagnosed with meningitis in 08/2004. The pt was treated with IV vancomycin and rocefin. The pump system was also explanted.